Manufacturer narrative:
The ipg will not be returned to bsc as it remains implanted in the patient.

Event description:
It was reported that a patient's stimulation had shut off and the patient was unable to move and fell out of his bed. The patient was able to use his phone to call his assistant who then called an ambulance. The patient was transported to the hospital and was discharged two days later. Madopar lt was given to the patient during the hospitalization.